Event description:
The customer contacted siemens healthcare diagnostics inc. And reported that they obtained erroneous complete blood cell (cbc) count on two patient samples on the advia 2120i with dual aspirate autosampler instrument. When screening the results before sending them to the physicians, the customer noted that an initial hemoglobin (hgb) result on one patient sample was 60 g/l and on repeat was 106 g/l. There were no alarms or system flags. They also found a similar problem with a second patient sample. The initial results on the two patient samples affected were not reported to the physicians. The samples were repeated and resulted as expected. The repeat results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low results.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to determine the cause of the discrepant low results obtained on two patient samples on an advia 2120i with dual aspirate autosampler instrument. The fse verified the hydraulic pathway for hemoglobin and sheath/rinse reagents and checked the hemoglobn lamp, which were fine. The fse cleaned the shear valve pathway and aligned the sample pathway. The fse ran qc, which was within specifications. The instrument was returned to the customer for use and there have been no further reported incidents since the fse visit. The cause of the discrepant low results on the two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.